Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp), there was watts variation and fiber blinking in calibration experienced with the console. The case was not completed due to this event and the procedure was aborted. There was no patient harm.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned console noted that the resonator needed to be replaced. The resonator was replaced along with the water system filters. The system passed full functional and electrical safety testing. Based on the investigation results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no service evaluation information available and there was not part returned for analysis; therefore, a functional check and initial condition analysis could not be performed. Based on review of all the information available, the cause of the reported issue cannot be established. An evaluation conclusion code of cause of not established was assigned to this event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure (pvp), there was watts variation and fiber blinking in calibration experienced with the console. The case was not completed due to this event and the procedure was aborted. There was no patient harm.